Event description:
It was reported that the #30 abutment fractured at the implant hex. The implant remained intact.

Manufacturer narrative:
Dentsply Sirona became aware of a malfunction for same/similar devices that could have possibly caused or contributed to a serious injury.Products return is requested and they will be evaluated after receipt. In case any new or additional information will be gained from this investigation a Follow-up report will be sent. Trend is tracked and monitored.